Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The plasma samples were collected in lithium heparin non-gel bd tubes. Only accutni quality control (qc) level 3 data was supplied which showed qc was acceptable. A system check completed on (B)(4) 2008, conformed to established specifications. Customer product line support (cpls) laboratory tested the patient samples and confirmed the existence of a patient source interferent for the sample received from the customer. The interference likely relates to alkaline phosphatase. This interfering compound causes reproducible false positive results but is distinct from heterophile antibodies. Product labeling: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Human anti-mouse antibodies (hama), that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies. The access accutni results should be interpreted in light of the total clinical presentation of the patient, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from additional tests, and other appropriate information. Medical decisions should not be based on a single accutni determination at one time point. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events.

Event description:
The customer reported elevated troponin I (accutni) results below the acute myocardial infarction (ami) cutoff for one patient on multiple samples involving access 2 immunoassay system. The elevated results were reproducible and discordant to an alternate testing methodology, which was negative. Heterophile testing performed by the customer was negative. The elevated results were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer supplied beckman coulter, inc with the patient samples for further analysis.